Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes. Chapter 11 / page 115. Infusion site checks. At least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a skin irritation causing excessive swelling and redness had occurred. The patient's blood glucose levels reached 260 mg/dl while wearing the pod between 36 and 48 hours. He says the area is swollen with a hard bump at the site. This is the second pod in a row that this has happened with. The patient stated that he saw the wound specialist and they repacked the wound. He stated that he was given a 10 pill regimen of clindamycin (460 mg 4 times a day). The patient stated that the pod was inserted for a day and a half before the pain was felt. He let it go that day and into the evening. The patient stated that there is purulence and he was able to express it after the shower. He ended up with the chills, felt feverish and shaky. Sunday night he went to the emergency room (ER) and they did lab work as well as an ultrasound of the area. They diagnosed abscess and they drained it. It should be noted that only one pod site was treated for this medical event.